Event description:
The reporter experiences weakness, memory loss and dizziness. Since removal she has noticed that discolorations, described as "liver spots," have almost disappeared from her hands, chest and face. The reporter also stated that the eczema she has had on her knees that she could not get rid of, has also almost disappeared.